Event description:
The customer reported that the piston was going backwards and the back of the pump was coming off. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump received with detached end cap, cracked lcd display window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.